Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported by legal that a patient had an initial right total hip arthroplasty. Subsequently, the patient is anticipating a revision of his hip due to unspecified complications for which he has been wheelchair bound for the past 3 years. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 00767, 0001822565 - 2023 - 00769, 0001822565 - 2023 - 00771. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. The patient is requesting a recall check on his devices. He states he has been wheelchair bound for approximately 3 years now and crutches prior to that. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed with no complications noted. The patient is alleging he has been wheelchair bound due to unspecified complications. Medical records were not provided regarding these allegations. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Proposed component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: b3; b5; d6; g3; h2; h6.

Event description:
It was reported by legal that a patient had an initial right total hip arthroplasty. Subsequently, the patient underwent a revision approximately 16 years later due to unspecified complications for which he has been wheelchair bound for the past 3 years. Attempts have been made and no further information has been provided.